Manufacturer narrative:
Based on the information available, no conclusions can be made. The information obtained is limited to the journal article. The article does not report any device specific issue related to the bard soft mesh or how the mesh potentially caused or contributed to any patient outcome or complications. Pain is known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: ¿ventral mesh rectopexy. Does a descending perineum impact functional results and quality of life?¿ the purpose of this study was to analyze the effect of perineal descent (pd) on the functional outcome and quality of life (qol) after ventral mesh rectopexy (vmr). This article describes a retrospective analysis of fifty-five patients who underwent robotic ventral mesh rectopexy (vmr) using bard soft mesh between 2018 and 2021 to analyze the effect of perineal descent (pd) on the functional outcome and quality of life (qol). Fixation was done with capsure device, sutures and ifabond glue. The postoperative complications reported includes an obese patient who had excessive pain, for which controlled intravenous analgesia pump was installed. Two patients had recurrence of rectocele in which one with symptoms of soiling after one year and the other patient with obstructive defecation half a year postoperatively. Mr defecography was positive for an enterocele and thereby underwent an explorative laparotomy with a redo of the vmr due to loosening of the mesh as well as a caecopexy. One patient had onset of hypertonic pelvic floor with pain complaints, which couldn¿t be resolved with botulinum toxin injections and after one year underwent laparoscopic partial removal of the rectopexy mesh, which resolved the pain. The article concluded that this nonrandomized, retrospective single-center study demonstrates that ventral mesh rectopexy significantly improved the one-year general outcomes in pd. Severe pd may impact the functional outcome of constipation without and evident effect on quality of life after vmr.